Event description:
Philips received a complaint by the customer on the v60 indicating that the device was presented with a blank screen. It was reported there was no patient involvement at the time the issue was discovered and there was no reports of harm. Investigation ongoing / resolution pending.

Manufacturer narrative:
H10: the customer reported to the remote service engineer (rse) that the touchscreen was blank and not working. The customer is currently waiting on the ui assembly, which is on backorder. Once the customer receives the ui assembly, the customer will perform the replacement to resolve the reported issue. The repair for this device cannot be conducted at this time due to a backorder status of a part (ui assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.